Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2015 with the following findings: during investigation, a review of the pump¿s black box and alarm history showed a call service cs 064 alarm had occurred. During testing, the pump was powered on with no alarms. The pump rewind, load and prime steps were performed successfully and the pump exercised for 24 hours with no call service alarms occurring. The pump case was removed and the motor flex connector was observed to not be fully seated to the circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.